Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed uplink functional tests and was not able to interrogate. The rf head cable insulation found cut and the rf head cable found out of electrical specification. Analysis also found the rf head label is missing laminate. (B)(4).